Event description:
Shoulder components were revised 1 year and 10 months post operatively after the humeral baseplate reportedly disassociated from the stem.

Manufacturer narrative:
The device history record review provides assurance the part was accepted with conformance to the product requirements. Returned devices are currently undergoing engineering evaluation.